Manufacturer narrative:
Additional information was received that there was no issue with the old ipg. No malfunction suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement for unknown reason.

Event description:
A report was received that the patient underwent an ipg replacement for unknown reason.